Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead exhibited noise. It was also noted that the veins on the left side were occluded. On (B)(6) 2020, the lead was capped and replaced with a new lead on the right side. The patient was in stable condition.